Event description:
A trilogy evo ventilator was returned to the manufacturer for service with the allegation that the display was not working. There was no harm or injury reported. During the evaluation of the device, it was noted the screen had no image because the display cable was damaged and the circuit board that manages the display had a damaged connector; the cable external flow tab had a damaged tab. Replacement of these components is required to address the display issue.